Event description:
I had the essure done in 2012. My doctor told me that it was safe and 100% effective. My doctor said there was little side effects and it would be a whole lot easier than surgery. I trusted my doctor and had the procedure done. I had cramping after the procedure like my doctor had said I would. That went away shortly, but then my periods started being extremely heavy with clots. I would bleed so heavy sometimes, that I would get extremely dizzy and have to sit down. I started having horrible migraines everyday. My lower back and lower abdomen hurt all the time. I never thought it was the essure because when I asked any doctors, they all said that it was impossible that it would be the essure causing that. So I decided to just try and live with it. Over the years, I gained 60 pounds. I've always been very tiny and even when I was pregnant I was tiny. I missed a lot of work and it was hard keeping jobs and still taking care of my family. I went to the ER several times for migraines and pain and they just gave me pain medications and sent me home. About a month ago, I was 2 weeks late for my period. I was never late. I had all the pregnancy symptoms. I knew I was pregnant. One day I started having severe cramping just like when I had miscarried before. I started bleeding heavily and eventually passed a bigger clot, which I knew was my baby. On (B)(6) 2016, I still was in so much pain. I couldn't work or take care of my family. I was having shooting pains in my abdomen and back and running down my legs. My doctor was able to get me into surgery and had my tubes removed with the coils. It is a week since surgery. No migraines, pain free, more energy and feel like myself again. I even have lost weight. But now, my husband and I have bills pouring in and I am still on leave from surgery and almost lost my job.